Manufacturer narrative:
This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the balloon displayed a very wrinkled and kinked appearance with blood present in the balloon. Performance testing could not confirm a deflation issue. The balloon was inflated and deflated without incident.

Event description:
It was reported difficult deflation was encountered during an undetermined procedure, assumed to be an angioplasty procedure. No pt complications resulted from this event. Without further info or evaluating the device co is unable to determine the cause for this event. Co's directions for use state: "do not exceed the normal pressure printed on the product label. Never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."